Manufacturer narrative:
Evaluation summary: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the system 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returnded iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product. (This follow-up MDR was mailed to the FDA on 7/17/98)

Event description:
(Cc# 98-00645) the iab leaked. This was the only information at the time of the report. On 6/25/98, the following was reported to datascope: blood was noted in the catheter tubing and the iabp was alarming. The iab was removed and another was inserted. There was no pt injury or complication as a result of the event. It was reported that the pt did expire on 6/2/98 at 9:08 pm. (Multiple event to customer complaint 98-00803). Event complications: unk - reported 5/28/98; none - reported 6/25/98. Patient's current status: expired - reported 6/25/98.